Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, it was stated that the transmitter was out of function. Attempts were made to gather additional information for clarification; however, were unsuccessful. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned to dexcom for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed.. The complaint of an out of range signal was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Device evaluation was completed by animas on (B)(6) 2015. Investigation results were received by dexcom on (B)(6) 2015. The device was visually inspected and found no cosmetic flaw. Functional testing between the transmitter and the pump was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. The reported event of the transmitter being out of function was not confirmed. A root cause could not be determined.